Manufacturer narrative:
One (1) new sample item #011-c33017 was returned for evaluation. As received there was no physical damage or anomalies observed on the sample. No mating device was returned for evaluation. No additional damage or anomalies were confirmed. No mating devices were returned for evaluation. The microclave and the shuntless were disassembled and no damage or anomalies were confirmed. Complaints of silicone sleeves stuck down cannot be confirmed or replicated. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 12/11/2023.

Event description:
It was reported that, on an unknown date, a 20 cm (8") trifuse ext set w/4 microclave® (red ring), 4-way stopcock, 3 clamps, rotating luer generated a chemotherapy leak. The reporter stated, ¿our oncology ward (7 south) has reported some concerning issues with octopus connectors (011-c33017), which has led to repeated chemotherapy leakage. These are connected to a texium which is then connected to a chemotherapy line. We have been having problems with texiums and octopus and 3-way taps breaking and causing cytotoxic leaks. Once the texium has been attached it seems to break the spring in the octopus (nearly every time) and often with the 3-way taps. 7 south has met with bd medical today (as they supply the texiums) and they have determined the texium isn't at fault. The valve in the microclave on the 4-way tap or octopus is depressed when the texium is connected, but it is not retracting when the texium is then disconnected, which is when the leakage occurs.¿ information about how someone became aware of the issue and if what medication was used were not provided. The product was not reprocessed or re-sterilized prior to use. Data was communicated via email from the cpa. No one was harmed as a result of the reported event. The product is not contaminated or contains a biohazard or chemotherapeutic agent. The sample is unknown if available for evaluation however, available for retrieval. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.